Manufacturer narrative:
The customer declined ge service. The customer will replace the unit. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.